Manufacturer narrative:
(B)(4). Concomitant medical device: cell-dyn 4000 hematology analyzer, list # 1h03-01, (B)(4). The cause of the cell-dyn 4000 vent needle aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn 4000 vent needles and replace with a new cell-dyn vent needle provided to the customer with the recall letter.

Event description:
The customer observed the cell-dyn 4000 vent needle lifting up the specimen tube when the analyzer was operating in a closed mode. The vent needle was replaced and the issue was resolved. There was no impact to patient management.